Event description:
It was reported that during an arthro assisted latarjet surgery the patient¿s coracoid was torn through by the fibertape cerclage system and half of the glenoid was torn through due to a misunderstanding regarding the used tensioner and the scale, which led to a false adjustment of the tensioner of above 350 newtons. Two tensioners were sent out for this case which was an arthroscopic assisted latarjet cerclage. The tensioner listed (ar-7800 and ar-7801) plus the blue acl tensioner ar-1529. Ar-1529 is the tensioner that was previously always used by the arthrex employee, which max¿s out at just over 100 newtons with the unit of measure listed on there in lbf and newtons. The case went really well until tensioning where the arthrex employee didn¿t realise that the surgeon was using the black tensioner (ar- 7800 & ar-7801). This tensioner doesn¿t have the unit of measure listed on it, and the scale is in lbf. The surgeon asked how much to tension to and the arthrex employee replied that the surgeon can max the tensioner out as 100 newtons are desired, it max¿s out at that point. The surgeon then tensioned to around 80 in lbf scale, which was over 350 newtons. The patient¿s coracoid was torn through by the fibertape cerclage system and half of the glenoid was torn through. In order to remove the tapes the surgeon had to make a larger posterior incision and cut down to the glenoid to release the tapes. He then used 2 x tightrope rt¿s with 2 x dog bones over the coracoid in order to complete the procedure. The surgery was finished successfully with different devices (ar-1588rt x 2). It was not necessary to do a second surgery. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-7800 ratcheting handle and concomitant ar-7800 tensioner were received for investigation. Visual inspection revealed discoloration across the metallic components of the ratcheting handle. Functional testing identified that the ar-7800 and ar-7801 were able to be assembled together, and the assembly ratcheted as intended.